Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p26 has a similar product distributed in the us, list number 8p27.

Event description:
The customer observed (B)(6) alinity I havab igg results for one sample. The following data was provided (reference range: results >/= 1.00 s/co are reactive): sid (B)(6) initial result = (B)(6), repeats = (B)(6) and (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I havab igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 31414be00 and complaint issue. In-house specificity testing was completed with complaint lot number 31414be00. Testing met validity and acceptance criteria and the product is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I havab igg for lot 31414be00 was identified.

Event description:
The customer observed false reactive alinity I havab igg results for one sample. The following data was provided (reference range: results >/= 1.00 s/co are reactive): sid (B)(6) initial result = 6.39 s/co, repeats = 0.17 s/co and 0.54 s/co. No impact to patient management was reported.